Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that air contamination from the hub of the catheter was detected during patient use. No patient injury or complication reported.

Event description:
The customer reports that air contamination from the hub of the catheter was detected during patient use. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). Corrected data: section b.3.-corrected to (B)(6) 2019. Additional information received from customer: the patient was a male in his 60's with dementia. The duration of catheterization was "within 48 hours." The customer also reports that "thirty or forty cc of blood was leaking from the damaged area of the catheter" and that "the dialytic therapy was discontinued, and the catheter was removed immediately". No additional intervention was required. The customer returned one acute hemodialysis catheter for evaluation. Visual inspection revealed that the proximal extension line was mostly separated from the juncture hub. Microscopic inspection revealed the separation point was smooth and only a small portion of the extension line was still attached to the outer portion of the juncture hub. A portion of the proximal side of the hub was also protruding outward. It appears the proximal line was not molded inside the hub but attached on the outside. The overall length of the proximal extension line measured 81mm which is outside the nominal specification of 75mm per product drawing. The outer diameter of the extension line measured 4.72mm which is within specification of 4.70-4.80mm per product drawing. The inner diameter of the extension line measured 3.00mm which is within specification of 2.90-3.00mm per product drawing. A DHR review was performed with no relevant findings. The customer complaint of the extension line separation is confirmed through the customer provided photos and this investigation. Visual inspection revealed that the extension line was mostly separated from the juncture hub. Only a small portion was still attached to the outside of the hub. Based on the returned sample, the root cause of this investigation is deemed manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.